Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring and stained address serial number label. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 345 mg/dl. The customer stated that lip of the reservoir was damaged it broke off from the insulin pump. Customer stated that she was sick. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.